Manufacturer narrative:
H3: evaluation summary: customer reports of calcification, degeneration, stenosis, and leaflet immobility were confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Calcification restricted leaflet mobility and led to stenosis. As received, leaflet 1 had a torn out section approximately 4mm x 10mm near commissure 2. Torn leaflet fragment was not returned. Calcification was evident at the torn area. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow aspect. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal on both the inflow and outflow aspects. Wireform was exposed on commissure 1 and around leaflet 3 on the inflow aspect. Sutures remained attached to the sewing ring near commissures 1 and 2. Sewing ring cloth was cut near commissures 1 and 3 on the inflow aspect. Photos provided appeared consistent with lab findings. H10: additional manufacturer narrative: added additional information to h6. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Echo summary: as per the echo report, the submitted movie from transesophageal echocardiography reveals calcified mitral bioprosthesis leaflets with reduced leaflet mobility compatible with significant bioprosthetic stenosis; doppler interrogation of hemodynamics or regurgitation was not submitted for review. The appearance of the bioprosthesis is compatible with typical structural valve degeneration. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) year old patient with a valve model 7300tfx25mm implanted in the mitral position was explanted after an implant duration of 5 year and 1 month due calcification and degeneration leading to severe stenosis and leaflets almost immobile. The patient presented with shortness of breath and pah. A non edwards mechanical valve was implanted in replacement. Tricuspid valve repair with a 32mm edwards mc3 annuloplasty ring was performed concomitantly. The post-pump toe showed device-related trace tr. The patient was discharged with no complication.

Manufacturer narrative:
H10: additional manufacturer narrative: added information to d4, h4 and h6 calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the available information, the progression of the patients underlying valvular disease pathology and comorbidities, combined with svd likely contributed to this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.